Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
The following was reported to hamilton medical ag: during transport to the CT scanner of an invasively ventilated patient, the ventilator device stopped suddenly with ventilating. Referring to the customer¿s wording, the ventilator device alerted for ¿notfallversorgungsbetrieb aus¿. There was no audible alarm. The patient got immediate ventilated with an ambu-bag. Short-term cardiac massage was required after cardiac arrest. The patient stabilized immediately. No further negative consequences for the patient appeared. The transport got canceled and the patient returned to the ward. This event is reported by the user directly to hamilton medical ag.

Manufacturer narrative:
Investigation outcome: it was reported that the device failed during transport on (B)(6) 2025 at around 02:20 and that the device displays a yellow alarm indicating ¿notfallversorgungsbetrieb aus¿. The reported message does not exist, as could be seen in the provided pictures by the customer, which show that the device displays "netzversorgung ausgefallen" which means loss of external power. There is no tf (technical faults) or te (technical events) visible in the log file, and neither is there evidence of unintended shutdown. During the reported period, the device was operating in duppap mode and was set back to standby mode at 03:01:13. No switch-off can be confirmed, also no message ¿emergency power supply off¿, but instead the message "netzversorgung ausgefallen", which means loss of external power. The device is intended to do so after disconnecting from the external power. No error can be found, because the battery was also charged again after the device was reconnected to the ac power again. The device was tested several times and no malfunction was found. No issue with the device was found. The most probable cause of the report is a misunderstanding of the alarm message. Testing confirmed the device is fully functional and no malfunction was found. Hamilton medical ag considers this case as closed.